Event description:
It was reported that when rotating the c-arm it was not stopping at 90 degrees, going past to 180 degrees. No injury reported. A field engineer was dispatched to the site and determined that the rear c-arm rotational switch needed to be replaced. Once this was completed the system was working as intended.